Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alerts/indicator lights are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that during npwt, all the lights of the pico 7 device were illuminated. The nurse changed the batteries and the lights remained on. She states that she has noticed the or that she needs a smith and nephew backup device, but it was not available at the time. No further information is available.